Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx type ib endoleak (of the right common iliac artery) is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is user-related due to patient treated for a right common iliac artery aneurysm (off-label condition). In addition, the right common iliac artery maximum diameter was 25mm at initial implant (IFU requirement is 10-23mm). No procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as pending additional procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2 outcomes attributed to ae. G3 awareness date. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx type ib endoleak (of the right common iliac artery) and afx, additional endovascular surgery are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is user-related due to patient treated for a right common iliac artery aneurysm (off-label condition). In addition, the right common iliac artery maximum diameter measured 25mm at initial implant, but device IFU requirement is 10-23mm. No procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx limb stent graft distal extension. Approximately seven (7) years post initial procedure, the patient presented with a type ib endoleak (of the right common iliac). The physician plans to re-intervene, but the patient's current condition is unknown. Additional information: the physician elected to treat the patient by extending the right limb graft; one (1) additional afx limb stent graft was implanted on (B)(6) 2023. Reportedly, the patient was in stable condition with no additional patient sequelae.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx limb stent graft distal extension. Approximately seven (7) years post initial procedure, the patient presented with a type ib endoleak (of the right common iliac). The physician plans to re-intervene, but the patient's current condition is unknown.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.